Manufacturer narrative:
(B)(4). Acrobat suv vacuum stabilizer system was returned to the factory was for evaluation. Signs of clinical use and slight evidence of blood were observed. A visual inspection was performed. There were no visual defects observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the access rail platform and locking the lever. The stabilizer was able to assembled onto the reference retractor blade without any observed difficulty. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm tightened and remained secure when the tightening knob was turned clockwise. Based on the returned condition of the device and the results of the investigation the reported complaint was not confirmed for the reported failure mode "mechanical issue".

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv vacuum stabilizer system surgeon went to attach stabilizer to the distraction unit and stabilizer would not clip on in the correct manner. Unit was taken out of the sterile field and a replacement device was opened and the case was completed. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv vacuum stabilizer system surgeon went to attach stabilizer to the distraction unit and stabilizer would not clip on in the correct manner. Unit was taken out of the sterile field and a replacement device was opened and the case was completed. The hospital did not report any patient effects.